Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when a patient presented in clinic for a routine check and episode recordings were reviewed, therapy was delivered for an event even though it had intervals marked as sinus. Further analysis is pending more data from the field. The device was later explanted due to high dfts, for a higher energy device.